Manufacturer narrative:
Inspected three opened used reservoirs and performed manual prime and high-pressure tests. The reservoirs passed the tests and no leaks or defects in the o-rings were observed during analysis. The reservoirs was connected and locked in place properly.mfg. Report 1 of 2, medwatch report # 2032227-2012-06149.mfg. Report 2 of 2, medwatch report # 3004209178-2012-88464.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 900mg/dl. Troubleshooting was performed and determined that the reservoir and the infusion set were connected using the proper technique. The caller stated that the plunger was removed from the reservoir prior filling. No further information was provided.